Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed evidence of a bladder rupture. The reported condition was verified.  By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor had ruptured during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: e1: initial reporter address: e1: initial reporter city: should additional relevant information become available, a supplemental report will be submitted.